Event description:
The device manufacturer date and expiration date were added. No additional or relevant information has been received to date.

Manufacturer narrative:
D4. Additional device information, expiration date, corrected data: initial MDR inadvertently did not report device manufacturer date. H4. Device manufacturer date, corrected data: initial MDR inadvertently did not report device manufacturer date.

Event description:
Product analysis was completed on the returned cannula. The cannula returned appeared to function normally. Slight kinking was found at the proximal sideholes. Pressure drops were also slightly higher than previously recorded data for the same type of cannula. It is thought that the large amount of biological matter present in the cannula and perfusate as well as the u shaped bend due to the packing configuration during return may have caused the slightly higher pressure drops seen during product analysis testing.

Event description:
It was reported that the flow was low to the patient. The cannula was thought to be kinked. The cannula was removed and a central rvad was placed. A review of manufacturing records was performed and did not identify any deviations or non-conformities relevant to the reported issue. The device has been received for product analysis, but has not been completed to date. No additional relevant information has been received to date.